Event description:
The dealer alleges the actuator "popped" and let the consumer down to the upright position. The motor allegedly continued to run, but did not function. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of the tilt kit actuator. Electronic malfunctions within the controller, including any debris that may result, are well contained within the metal enclosure of the device. No risk of shock is presented to the user. If there was an electronic component failure, "popping" sounds can occur however this is not an indication of sustained combustion. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. If device is returned and the evaluation establishes malfunction this decision not to do an MDR will be reviewed.